Event description:
It was reported that there was a volume discrepancy greater than 25%. The expected reservoir volume was 5ml, but the actual reservoir volume was 15ml. Add'l info received from the hcp indicated the event was attributed to the connector piece which had cracked. The drug used in the pump is morphine 50 mg/dl at a dose of 8.657 mg/dl. The pt experienced symptoms of increased pain. The pump was first found to have a volume discrepancy in june and august when residual volumes of 12ml and 6 ml were found at refill. The pump was programmed to stop and oral pain medications were prescribed. Dye studies and pump replacement were recommended at that time but the pt declined. The pump was replaced in december. The hcp reported there was no serious injury to the pt. See MFR report # 6000030200704572.